Manufacturer narrative:
It was reported that the patient underwent oral surgery for trauma/accident case with a contaminated wound. Deep dermal tissue was closed using simple interrupted suturing technique. The patient present with a granuloma approximately 13-15 days post-operative. The surgeon opines that patient is a young healthy adult without any medical issues.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an oral procedure on an unknown date and suture was used. The surgeon opined that the suture may have lead to stitch granuloma after the closure since the wound failed to heal properly on time and the patient experienced a suspected excessive reaction to the material. Additional information has been requested.